Event description:
Customer alleges unit made them fall. Minor injury alleged.

Manufacturer narrative:
User alleges that the unit made them fall and bruise their hip. No mention of a malfunction or what caused the fall. The unit is being returned for an evaluation.